Event description:
It was reported that the lead was capped and replaced due to loss of capture. It was noted that rising impedance and high pacing thresholds were noted at last few device checks. Patient was fine following the procedure.